Manufacturer narrative:
Boston scientific received additional information with regard to this pacemaker. During a routine follow-up, this pacemaker was found to be close to the elective replacement time (ert) indicator, with a magnet rate of 90 and a remaining longevity of <0.5 year. A replacement procedure was scheduled, and this pacemaker is expected to be returned to boston scientific after it is explanted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed a magnet rate of 90bpm and a remaining longevity of 1 year. Premature battery depletion was suspected. Print-outs were sent to a boston scientific technical service consultant for review. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. The print-outs were reviewed by a boston scientific technical service consultant and discussed. The calculated longevity for this device model to ert with given parameters is 4.4 years (the rv lead impedance was left at 500 ohms, as the value was not given). The device is currently in ern, this means within the last year before eri (ert). Intensified follow-up is recommended. The remaining longevity revealed 1 year. As the device was implanted in (B)(6) 2009 and with 1 year remaining, in best case, the device may not reach 4 years. Please note, this calculation is based on using the given parameters throughout the device implant duration (vdd mode). If the device had been in dual-chamber pacing mode before, the result of the estimation could be totally different. The device revealed a remaining longevity of 1.5 years on (B)(6) 2010 and 1 year later remaining longevity was 1 year on (B)(6) 2011; this may suggest a lower energy consumption during the past year as compared to previous years. These calculations are based on nominal component values. The calculations represent the expected longevity from implant to ert assuming the same programming from implant. Longevity can be greatly influenced by parameter setting. Please note that calculated longevity should not be used as an indicator for device replacement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.